Manufacturer narrative:
Additional section- h6. This complaint reports that an oasis drain (p/n 3600-100, l/n unk) was bubbling. It is not known whether the drain was on suction or gravity drainage. Gentle bubbling is expected while the drain is connected to active suction. On gravity drainage, bubbling is indicative of an air leak somewhere in the system. The drain has not yet been received for evaluation, but pictures were provided. The pictures focus on the bottom right corner of the drain (under the patient line nozzle). The pictures show that fluid has leaked out of the drain in that corner. The pictures show that the pin of the injection mold gate in that corner of the drain is bent, which appears to be the source of the leak. Drains are 100% tested for air leaks during manufacturing. In addition, there are multiple visual inspections for damage and any drains that are dropped during manufacturing are scrapped. Therefore, it is most likely that this damage occurred after manufacturing. The damage shown in the pictures most likely occurred due to the device being dropped or being impacted by a piece of equipment. This can happen either during shipping or during use at the hospital. When devices are damaged during shipping, they are damaged through all the packaging and it is typically the outermost components that are damaged. In this case, the injection gate is recessed beyond the drain body in nearly all directions and a very precise impact would be required to damage it, much more so than a simple drop on the floor could achieve. An impact like that would likely cause noticeable damage to all layers of packaging. No mention of packaging damage was made in this complaint. The facts of this complaint indicate the damage most likely occurred at the user facility, after the device was removed from the packaging, most likely due to a drop or impact from other equipment. A more precise cause cannot be determined with the available information. A DHR review could not be completed because a lot number was not provided. No evidence has been identified to indicate this complaint is related to the design or manufacturing of the device. The IFU provides adequate instructions for the setup and use of the device. The IFU instructs the user not to use the device if it or the packaging is damaged. Complaint trending found that the actual occurrence level did not exceed the anticipated occurrence level. No excursions were identified. A complaint history review was completed which found 3 similar complaints. One related cr was identified. No related ncrs were identified. The complaint is confirmed. The provided pictures do show damage in the lower right corner of the drain, where the injection gate pin is bent. That appears to be the source of the leak. This issue would not have passed the air leak test during manufacturing and any dropped or impacted product would require further inspection. The location and isolation of the damage make it quite unlikely to have occurred during shipping. For these reasons, the damage most likely occurred at the user facility. The most likely root cause of this complaint is user error.

Event description:
N/a.

Event description:
Report received from the customer and based on the pictures provided the oasis drain was leaking fluid (blood) at the bottom of the drain.

Manufacturer narrative:
A follow-up report will be submitted upon completion of our investigation.